Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited occasional spikes of high out-of-range pace impedance measurements greater than 3,000 ohms. There was no evidence of any lead noise. Technical services (ts) discussed troubleshooting options. The patient was scheduled for a clinic visit on the day of the report, however the field representative noted that the physicina was not concerned at this time and would likely continue monitoring the situation. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited occasional spikes of high out-of-range pace impedance measurements greater than 3,000 ohms. There was no evidence of any lead noise. Technical services (ts) discussed troubleshooting options. The patient was scheduled for a clinic visit on the day of the report, however the field representative noted that the physician was not concerned at this time and would likely continue monitoring the situation. This rv lead remains in service. No adverse patient effects were reported. Additional information received over a year later reported that this patient was seen for for a MRI scan, but ts informed the health care professional (hcp) that this system was non-conditional due to the ongoing out-of-range pace impedance measurements. They did not proceed with the MRI programming. This rv lead remains in service. No adverse patient effects were reported.